Event description:
The sales rep explained that the valve was not within operational pressure measurement. Dr. Informed the rep that he had used chpv as an lp shunt on the pt. The valve was explanted in 2009, and original implant date is unk. Surgeon was not sure whether the valve had been implanted too deep or if it might have been faulty and just not re-programming.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.